Manufacturer narrative:
Unit received with blank display, problem isolated to electronic stack. Unable to verify alarm due to blank display. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump received unknown error message. The customer¿s blood glucose level was 91 mg/dl. The customer performed self test and it passed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.